Manufacturer narrative:
Contacted the customer awaitng the product for investigation.

Event description:
MDR (B)(4). Customer reported : pediatrician was performing a circumcision , two 1.3 gomco's were used without success . Despite a lot of effort , neither of them would tighten down on the foreskin.

Event description:
This represents a correction to a previously submitted MDR. MDR (B)(4). The customer reported : pediatrician was performing a circumcision , two 1.3 gomco's were used without success . Despite a lot of effort , neither of them would tighten down on the foreskin.

Manufacturer narrative:
Supplemental to report # 1924066-2024-00126: related report number field data quality updates only. 1. G6 - change to follow up. 2. Follow up number--1. 3. H2 - change to correction. 4. H10.- report number (B)(4) was added. Contacted the customer awaiting the product for investigation.